Event description:
Procedure type: liver resection. According to the reporter: the clip applier had about 10 clips remaining in the applicator when it became jammed in the adrenal vein. The item jaws crossed and it locked onto the adrenal vein upon clip closure. The product then needed to be cut out of the area so it could be removed from the patient, resulting in tissue loss. There was bleeding reported in excess of 500cc. A new device was opened to continue the procedure. The case was not extended by more than 30 minutes.

Manufacturer narrative:
(B)(4).